Manufacturer narrative:
Batch review performed on 20-11-2024 lot 083737: (B)(4) items manufactured and released on 26-02-2019. Expiration date: 2014-01-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with 1 similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 15 years and 5 months from primary, the patient came in reporting pain due to a loose cup due to osteolysis and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.